Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer then attempted to load multiple cartridges and received multiple cartridge alarms during the load process. Customer's blood glucose (bg) level was over 400mg/dl however, specific bg value was not provided . Ketone level was moderate. Customer addressed bg level and ketones with manual injections. Reportedly the customer continued to use manual injections as alternate insulin therapy.